Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the power knob is out of specification. The power knob readjustment was done and 2k pm was accomplished. All work was accomplished per 3100a service manual. Patient circuit calibration and performance check was done and the unit passed. The vent is operational and meet OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bias flow not going below 16 on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.